Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated surgery and did not put the ipg into surgery mode. The ipg went into service app and is inoperable. Surgical intervention may take place at a later date to resolve the issue.